Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. This resulted in an insulin leak and the patient experiencing elevated blood glucose levels. It was reported that this issue was consistent with all the batches used so far.